Event description:
A report was received that the pt is receiving an error code 10h0. The pt was successfully reprogrammed and does not want to proceed with the upgrade. The pt is reportedly doing well.

Manufacturer narrative:
No device was returned to bsn for analysis. A review of the mfg documentation of the explanted devices found no anomalies and deviations potentially related to the event occurred during mfg. This is the final report.